Manufacturer narrative:
Additional information: b5, b7. B5: upon follow up, it was reported that the patient was discharged from the hospital and on an unknown date, amikacin treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On the same day of peritonitis diagnosis, the patient was hospitalized due to cloudy pd effluent and still hospitalized. There was no report of treatment. At the time of this report, the patient is recovering from the peritonitis. Pd therapy is ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported suspected peritonitis was confirmed to be peritonitis. The day after diagnosis, the patient was started on amikacin injection (once daily/intraperitoneal/ongoing) as treatment. The patient recovered from peritonitis, cloudy pd effluent, and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.